Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed returned instrument test/evaluation testing due to the heater bag temperature fluid delivery verification step.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temp test, but passed the rite electrical test. The pal (product analysis lab) evaluated the device. Accuracy confirmation and temperature verification tests were performed and passed. The assignable cause for rite test failure - heater bag temp test was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.